Event description:
It was reported that the patient with this pacemaker system presented to the emergency department due to a dizzyness. A device interrogation was performed and upon review, intermittent loss of capture (loc) on the right ventricular (rv) lead was observed. A micro dislodgement was suspected. Reprogramming was performed on this lead. Additional information was received that a lead revision was performed and it was confirmed this lead wad dislodged. The lead was repositioned. No additional adverse patient effects were reported. At this time, this device system remains in service.